Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error three times. The customer was attempting to bolus when the insulin pump alarmed button error. Customer's blood glucose level was 164 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.